Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force followed by "no cartridge detected" warnings. The pump did not detect the cartridge during evaluation and dispensed fluid from the cartridge.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.